Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the ventricular channel. The suspected cause was oversensing of myopotentials. Noise was unable to be reproduced and lead measurements were stable however, pacing inhibition could not be ruled out. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information indicates that this patient had received inappropriate therapy and also continued to exhibit asystole at times due to noise even with a new generator; therefore, this product was taken out of service. The lead was surgically capped. No further adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.